Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. There were no health consequences nor impact reported by user. Thus, this event is not reportable. The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. The product was used for treatment purposes. The product did not cause the reported failure. Collector tubing with an elbow connector, pump tubing, and a collection canister with lid were returned. An in-house device (pw200, sn# (B)(6)), and external power cord were used for the evaluation. There were no canister cracks present. There was a small amount of residue present throughout the canister and a mild amount in the collector and pump tubing. Stop valve opened and closed freely. A reference airflow test was run by connecting the in-house device to the returned accessories. The result was 1.866 slpm. While plugged into external power cord, the in-house device passed (B)(4) with a value of 2.033 slpm at device start and 2.110 slpm at 10 seconds. Once the system was powered on and ran for 30 seconds, the returned accessories passed (B)(4) by showing a 500g increase in 18.85 seconds. As the reported event is unconfirmed a risk review and labeling review are not required. A DHR review is not required as the event is unconfirmed. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called to report suction issue with new kit. She stated the unit was working properly before they replaced the kit. Unit did not pass trouble shoot. RMA done. Lot #: 20240001. She asked to update her acct to molly, pt mom and user of pw. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. (B)(6) please send bio haz box. Per customer via email on (B)(6) 2025, patient has sample waiting to send back. Needs biobox. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called to report suction issue with new kit. She stated the unit was working properly before they replaced the kit. Unit did not pass trouble shoot. RMA done. Lot#: 20240001. She asked to update her acct to (B)(6), pt mom and user of pw. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. (B)(6) please send bio haz box. Per customer via email on 09sep2025, patient has sample waiting to send back. Needs biobox. No additional information provided.